Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to coring as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode coring. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes that an unspecified number of tubes may have exhibited coring of the stopper. The initial reporter has not observed this defect in the tube but suspects it may be the cause of sampling issues in their instrumentation. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes that an unspecified number of tubes may have exhibited coring of the stopper. The initial reporter has not observed this defect in the tube but suspects it may be the cause of sampling issues in their instrumentation. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.